Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a male patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. No pericardial effusion was noted throughout the case. Post-procedure, the patient became hypotensive and stopped responding to the medication. Cardiac tamponade was confirmed as a ¿trivial¿ effusion was noted at baseline. Pericardiocentesis was performed to drain 600cc of fluid from the pericardium. The patient was stable in stable condition after pericardial drainage. It is unknown if extended hospitalization was required as a result of the adverse event. Patient¿s outcome is fully recovered without residual effects. Physician causality opinion was not provided. No bwi product malfunctions nor error messages were reported. Transseptal puncture was performed with a brk extra sharp transseptal needle. There was no evidence of steam pop during the ablation. Standard flow rates for stsf were used throughout the case. The force visualization features used included dashboard, vector and visitag. The parameters for stability used with the visitag module were range - 2mm, time - 3 sec and fot - 25% over 3g. Impedance was used as color option.